Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the amphirion deep. Limited information reported that possibly 1-2 devices ruptured when inflated. Another device was used to complete the procedure. No patient injury reported for this event. Second amphirion deep referenced in pe (B)(4), mpxr report #(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.